Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: loss of external power, ac power indication not showing in the machine. No health impact or consequences.

Event description:
The following was reported, to hamilton medical ag: loss of external power, ac power indication not showing in the machine. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1: corrected information: UDI related data quality updates only. Field d4: was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.